Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The root cause is implants breaching the neuroforamen. Ifuse implant part numbers, lot numbers and expiration dates: p/n 7045-90, lot# 7628002578004, expires 2014-07 (x2); p/n 7050-90, lot# 7628002578005, expires 2014-07.

Event description:
On 11/22/2011, a surgeon performed a right si joint arthrodesis utilizing the ifuse implant system where he placed three ifuse implants. The patient presented to a different surgeon in 2013 with complaints of back and leg pain. Imaging showed that the second and third ifuse implants were positioned medially into the neuroforamen. On (B)(6) 2013, the revising surgeon performed a revision surgery consisting of a dorsal approach to the sacrum exposing the s1 neuroforamen. The surgeon then used a burr to remove the leading 3 to 4 mm of both the second and third implants. The surgeon also removed the previously placed peek spinal rods and replaced them with titanium rods. He then placed iliac screws and connected them to the spinal rods. Per si-bone vp of medical affairs: "medical review of this case shows this to be a late revision surgery for treatment of symptomatic malposition (medially) of the second and third ifuse implants. The surgery consisted of open exposure of the sacrum and removal of the leading portion of the ifuse implants. No additional si joint fixation was performed. The surgeon revised the existing lumbar hardware. No additional grafting to the si joint was performed. No clinical follow-up is available at this time."